Event description:
It was reported that the left ventricular (lv) lead was not capturing at maximum output. The lv lead was capped and not replaced when the system was downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6), 5076 implantable pacing lead 2002 (B)(6), 6936 implantable tachy lead 1996 (B)(6). (B)(4).